Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 4.2 mmol/l. Customer stated that the sensor glucose and blood glucose was suspended on the different events. The sensor glucose was 3.7 mmol/l and blood glucose value was 4.8 mmol/l. Insulin delivery was suspended due to sensor values. Different sensor and blood glucose values are there according to the suspend. Suspend on low blood glucose was 4.1 mmol/l and suspend before low blood glucose was 9.9 mmol/l. Sensor value that triggered the suspend event was 4.1 mmol/l. Suspend on low limit in sensor settings was 4 mmol/l. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not returned for analysis.